Event description:
It was reported that in removing the old ins device, the attempt was made to use the existing lead with the new ins. There was difficulty in placing the lead into the new ins due to the lead's shape having been altered by being inside (and screwed down with four screws) the old ins for such a long period of time. The lead was inserted all of the way into the new ins, the ins was placed into the pt, and an impedance check was performed. The check showed that the connections were not good. In attempting to remove the lead from the new ins, a portion of the lead broke off and remained inside of the ins. The ins was not implanted into the pt. No further details, pt symptoms or outcome were provided at the time of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4): the device has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.